Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The flat reservoir was visually inspected and underwent leak testing. Visual inspection found a hole and wear at a fold in the reservoir shell. Fluid leakage was also identified at the corner of a fold in the shell. Both cylinders were visually inspected and underwent leak testing. The first cylinder had a hole in the proximal end from a sharp instrument. The second cylinder had wear at a fold in the proximal end. Both cylinders passed leak testing. The pump component was visually inspected and underwent leak testing. Microscopic examination identified bodily fluid inside the pump. The kink resistant tube (krt) was worn to the filament. The pump passed leak testing. Based on the information available and analysis results, fluid leakage from the reservoir could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly due to inflation issues. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly due to inflation issues. The device was explanted and replaced. No patient complications were reported.